Manufacturer narrative:
(B)(4). Date sent: 12/01/2021. D4: batch # 302a62. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a left colectomy procedure, there was a malfunction of a circular stapler. While there was no particular technical difficulty during a left colectomy, the anastomosis device cut the tissue without closing the staples causing a large perforation of the upper rectum, requiring rectal re-cutting for reattachment of the anastomosis a little lower. The air test showed that the anastomosis was defective. The entire anastomotic time was reconstructed by the surgeon. 1.5 hours of additional surgery and increased risk of postoperative complications (abscess or peritonitis due to lack of anastomotic healing).